Manufacturer narrative:
A2) patient age - average age, 76.9 years (for overall scoring group). A3a) patient sex - male 65.4% (for overall scoring group). A4) patient weight - average, body mass index kg/m² 22.6. A3b/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for an angiosculpt otw pta device. D4/g4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, unique ID, expiration date, 510k number, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, dissection is listed as potential adverse effects with use of the angiosculpt otw pta catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 30may2023) ¿propensity score-matched analysis of six-month outcomes of paclitaxel-coated balloons combined with ultrascore balloons versus conventional scoring balloons for femoropopliteal lesions¿. The study retrospectively aimed to compare the clinical efficacy of angioplasty over a six-month period using ultrascore balloons versus conventional scoring balloons for the treatment of atherosclerotic femoropopliteal lesions with pcbs. A total of 272 patients who underwent pcb angioplasty were enrolled in the study between july 2018 and june 2022. The lesions were sequentially treated with spectranetics angiosculpt otw pta scoring balloon catheter. Procedural complications included 24 patients who experienced severe dissections, and 5 patients who required target lesion revascularization within 6 months. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 30may2023 has been used, the date of publication. Haraguchi t, tsujimoto m, otake r, kashima y, sato k, fujita t. Propensity score-matched analysis of six-month outcomes of paclitaxel-coated balloons combined with ultrascore balloons versus conventional scoring balloons for femoropopliteal lesions. Diagn interv radiol. 2023;29(3):535-541. This report captures the serious injuries that occurred after use of the angiosculpt otw pta device. There was no alleged malfunction of any spectranetics devices in use during the procedure.